Event description:
Follow up information received from the healthcare professional (hcp) reported that the cause of the event was that the pulse width was too high on the patient¿s implantable neurostimulator (ins). No abnormal impedances were seen. After decreasing the pulse width, the patient¿s leg and ankle pain subsided. The patient outcome was reported as recovered without sequelae. If additional information is received, a follow up report will be sent.

Event description:
It was reported the patient developed pain four weeks after surgery that got progressively worse. The reporter stated the first weeks they were healing post operatively and had both good results and a return to their previous condition of frequent urination during the night. It was noted that after week 5 the patient had a ¿very strange¿ problem with their hips, ankles, and feet. It was further noted the patient feet and ankles hurt to the point where they almost could not walk. It was noted the patient turned their implantable neurostimulator (ins) off and the pain went away. It was further noted the patient started to use the ins at night and turn the ins off during the day. The reporter stated they were at 1.0 v and tried turning stimulation down, but that did not make a difference. It was noted the patient was on program 1 at 1.1v and switched to program 2 at 0.4v. It was further noted the patient felt a sensation in their arm on program 2, but the sensation was not uncomfortable. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va08ad6, implanted: (B)(6) 2013, product type: lead; product ID neu_un known_prog, serial# unknown, product type: programmer, physician. (B)(4).